Event description:
It was reported that pump displayed cartridge change error and customer requested assistance. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pump area, cleaned pneumatic tap, reattached cartridge securely, completed load process, and successfully resumed insulin delivery.